Event description:
It was reported that after a da vinci-assisted gynecology surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe had error c-34 when they attempted to activate monopolar instrument. The customer attempted to swap instrument, energy activation cable, power cycle the erbe, but the issue persisted. The customer used a 3rd party electrosurgical generator unit (esu) to complete the procedure and the surgery was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a da vinci-assisted radical surgery for cervical cancer was performed on (B)(6) 2025, starting at 19:30. Ports were successfully placed before any issues were identified. The system's functionality was checked upon powering on, but it initially powered on with errors. The issue was resolved after replacing the erbe with a third-party esu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported problem was able to be confirmed using remotefe 25913. Unit was tested using system on startup unit displayed c-34 voltage which then turned into c-00 in error log. Upon visual inspecti there were no issues found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.